Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The introducer sheath was kinked approximately 70.0 cm from its proximal end and ovalized approximately 72.0 cm from its proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was kinked and ovalized. This damage may have occurred due to forceful handling of the pc400 during removal from the packaging or insertion into the px slim. The damage observed on the introducer sheath likely contributed to the resistance experienced by the physician. Further evaluation revealed the pusher assembly was bent in multiple locations throughout its length. This damage likely occurred due to forceful advancement of the pc400 against resistance. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using penumbra coil 400''s (pc400''s). During the procedure, the physician advanced another manufacturer's angiographic catheter towards the iia and then inserted a px slim delivery microcatheter (px slim) through the angiographic catheter. The physician then opened the first pc400, soaked the coil in saline and attempted to advance it through the px slim. However, while attempting to advance the pc400 out of its introducer sheath and into the px slim, the physician advanced the coil about five centimeters from the tip of the introducer sheath and then encountered resistance. Subsequently, the pc400 was unable to advance further and was retracted. Next, the physician resoaked the pc400 in saline and made another attempt to advance the coil out of its introducer sheath and into the px slim. However, resistance was encountered again and the pc400 would not advance at all. The physician then attempted to advance the coil with force and inadvertently kinked the pc400 pusher assembly. Therefore, the pc400 was removed and the procedure was completed using a new pc400 and the same px slim. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the px slim and soaked each coil in saline prior to insertion during the procedure. There was no report of an adverse effect to the patient.